Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information from a patient's son indicated that his mother died after having a coronary artery stent implanted. In 2004, the patient had a 2.50mm x 18mm cypher stent placed on the "right side of the heart" due to a heart attack. Approximately seven years after the implant on (B)(6) 2011 the patient had pulmonary problems, further described as "lack of oxygen", which resulted in hospitalization. On (B)(6) 2011 the patient died. The patient's medical history was significant for advanced age, a previous heart attack and no known drug allergies. Several attempts to obtain additional information for this event have been made; however, as of today no additional information has been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death following implant of a coronary artery stent is a known potential adverse event. With the limited information provided and no cause of death listed it is not possible to establish a relationship between the reported event and the device. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The patient's son called, on the behalf of his mother, to report an adverse event. In 2004 the patient had a cypher stent placed on the "right side of the heart" due to a heart attack. Beginning on an unknown date the patient had pulmonary problems, further described as "lack of oxygen", which resulted in hospitalization approximately seven years post index procedure. The patient expired.